Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for left knee revision to address aseptic loosening. Doi: (B)(6) 2013, dor: (B)(6) 2019, (left knee). All products were revised.

Manufacturer narrative:
This is a duplicate report of 1818910-2019-95766. 1818910-2019-98559 is being retracted as it is a report duplication. 1818910-2019-95766 will be kept for investigation purposes.